Event description:
The reporter stated that the surgeon inserted a three piece silicone lens model aq2010v into the patient's eye with no problems; however, the doctor couldn't get the lens to position properly, due to the patient's capsule bag had prior trauma to it and was weak. The surgeon decided to remove the lens and performed a vitrectomy and put a lens in the sulcus. The reporter stated that the surgeon said that no lens would work in the capsular bag and that this lens did not cause any patient injury.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows the lens has no visible damage. There is clear and reddish surgical residue on the lens. Both sides of the optic and haptics were checked for rough/sharp edges and the edges were found to be acceptable. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.